Manufacturer narrative:
Section b3: event date is estimated. The event of a lead revision was reported to abbott. The patient¿s lead had migrated down and the patient¿s therapy was no longer effective. Surgical intervention was taken where both leads were moved up higher in the back per the patient¿s pain patterns. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-07391. It was reported that the patient was experiencing a lack of effective coverage from their scs leads. It was noted that the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were repositioned, and therapy was restored.